Event description:
The user received an erroneous hcg result for one patient sample. The sample resulted greater than 10000 miu per ml undiluted, then 149.1 miu per ml with a 1:100 dilution. The doctor called the lab and requested the sample be retested. On (B) (6) 2009 the sample gave a result of 58942 miu per ml with a 1:10 dilution and 55985 miu per ml with a 1:100 dilution. The reported result was corrected to 55985 miu per ml. The patient was not treated based on the initial result. The field service representative did not find a problem and documented that the user stated the erroneous results were probably caused by a poor sample, but would like to have the analyzer performance verified during their next scheduled preventative maintenance. The preventative maintenance visit is scheduled for (B) (6) and (B) (6) 2009.